Event description:
During a ventricular tachycardia procedure, a blood leak was noted from the hemostasis valve. The sheath was inserted into the heart, and before inserting the catheter, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f agilis steerable introducer sheath received for evaluation. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.